Event description:
Failure of laparoscopic equipment during recovery of living donor kidney. Monitor images very blurry and yellow streaks running down screen and frequent complete failure. Equipment took an estimated 45 minutes to repair, during which time the patient was in the operating room and intubated/sedated.